Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that right atrial (ra) lead fracture was suspected and electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system. Upon further review, there was oversensed noise appeared consistent with lead fracture, however there was no pacing inhibition or asystole observed. Additionally, a recently stored sam event pointed towards ra lead integrity concerns. While ra impedance measurements were within range, the measurements were different than the normal baseline of approximately 600 ohms. This crt-d system also showed evidence of respiratory rate trend (rrt) sensor oversensing. Further evaluation was recommended, and technical services (ts) discussed troubleshooting options and programming considerations. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event. -- the product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that right atrial (ra) lead fracture was suspected and electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system. Upon further review, there was oversensed noise appeared consistent with lead fracture, however there was no pacing inhibition or asystole observed. Additionally, a recently stored sam event pointed towards ra lead integrity concerns. While ra impedance measurements were within range, the measurements were different than the normal baseline of approximately 600 ohms. This crt-d system also showed evidence of respiratory rate trend (rrt) sensor oversensing. Further evaluation was recommended, and technical services (ts) discussed troubleshooting options and programming considerations. This crt-d remains in service. No adverse patient effects were reported. Additional information received reported that this crt-d and ra lead were explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that right atrial (ra) lead fracture was suspected and electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system. Upon further review, there was oversensed noise appeared consistent with lead fracture, however there was no pacing inhibition or asystole observed. Additionally, a recently stored sam event pointed towards ra lead integrity concerns. While ra impedance measurements were within range, the measurements were dfiferent than the normal baseline of approximately 600 ohms. This crt-d system also showed evidence of respiratory rate trend (rrt) sensor oversensing. Further evaluation was recommended, and technical services (ts) discussed troubleshooting options and programming considerations. This ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that right atrial (ra) lead fracture was suspected and electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system. Upon further review, there was oversensed noise appeared consistent with lead fracture, however there was no pacing inhibition or asystole observed. Additionally, a recently stored sam event pointed towards ra lead integrity concerns. While ra impedance measurements were within range, the measurements were different than the normal baseline of approximately 600 ohms. This crt-d system also showed evidence of respiratory rate trend (rrt) sensor oversensing. Further evaluation was recommended, and technical services (ts) discussed troubleshooting options and programming considerations. This crt-d remains in service. No adverse patient effects were reported. Additional information received reported that this crt-d and ra lead were explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.